Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customers blood glucose level was 479 mg/dl at the time of incident. The customers current blood glucose was 130 mg/dl. The customers other blood glucose level was 539 mg/dl. The customer also states that the insulin pump had insulin flow block alerts. The customer did experienced the symptoms such as nausea, vomiting , heart was racing and her stomach was hurting. The customer was treated by insulin pump and intravenous drip. The customer declined troubleshooting for blank display, insulin flow blocked alerts and the rest of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.